Event description:
It was reported the programmer was dropped and broken from the fall. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found evidence of fluid ingress and corrosion inside the programmer case. Analysis also found the power cord bay door, media bay door, and upper case are broken. Lower case is damaged. Three display bullets, hinge plate screws, and keyboard screws are missing. Concomitant product: 229047 analyzer. (B)(4).